Event description:
Consumer called stating that their meter run on clark error grid using lab reading (63) as re. Point vs. Bd readings (83) yielded data points in the d range of the grid, outside acceptable limits.